Manufacturer narrative:
(B)(4). Event or problem description - additional information, date received by manufacturer - additional information, if follow-up, what type?: additional information, device evaluation, device evaluated, evaluation summary attached.

Event description:
It was determined that loss of connection was related to the mobile application. The complaint device was returned for evaluation. The device was visually inspected, and no defect was found. Voltage testing was performed and passed. A pairing test was performed and passed. Functional testing was performed and there was no failure detected related to the complaint. A review of the data log was performed and passed. The reported issue was not confirmed.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. It was determined that loss of connection was related to the mobile application. Data was provided for evaluation. The reported issue was not confirmed. The transmitter has been received for evaluation. A follow up report will be submitted once the evaluation has been completed. The probable cause could not be determined. It was reported that the operating system for the smart device was not a supported system. Labeling indicates that the dexcom cgm application is only compatible for select devices and operating systems. No additional event or patient information is available.